Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas described frequent low blood glucose events over approximately three months via a social media post, with no direct reports to support team during that period and no device malfunction reported. Symptoms included hypoglycemia with presyncope. Outcomes included the need for user self-management interventions for low glucose events without documented medical treatment or hospitalization for hypoglycemia. Investigation included attempts to contact the user for additional details. Investigation of this case revealed insufficient information to identify a device malfunction or user-related factor, and no device component issue was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear given limited information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.